Manufacturer narrative:
This supplemental report is being submitted because upon completion of investigation and review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction and the issue was caused by user error. Engineering investigated the issue and found that the root cause was flex damage and saline solution contamination on the tab flex. The investigation results were saline contamination of the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical indication is an initialization error and failure of the catheter to function.

Manufacturer narrative:
The returned catheter was returned to siemens for evaluation. The catheter was visually inspected and mechanically tested and found to pass all safety and performance tests. It seems that the image problem was caused by saline contamination on the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical result is an initialization error and failure of the catheter to function or image problem.

Event description:
It was reported that the ultrasound image was grainy and of poor quality image. The catheter was replaced and the unknown procedure was completed with no patient harm. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.